Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2022. During the procedure, a delayed perforation occurred in the bowel. The perforation was treated successfully by placing two 12mm over-the-scope clips, along with one through-the-scope clip. The physician deemed the event had a causal relationship to the procedure and there was no orise proknife device malfunction.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.